Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Patient¿s blood glucose was around 44 mg/dl. Patient's current bg: 106 mg/dl. Customer reported that pump did not vibrate and the pump never let him know. Customer had treated with food. Customer has been experiencing low blood glucose for few hours. Customer reported that he was getting really busy and forgot to stop and eat. Customer did not feel the pump was any cause of the low blood glucose. Insulin pump is not expected to return for analysis.